Manufacturer narrative:
Contact telephone number: (B)(6). The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The device has been requested for return to livanova (B)(4) for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the compressor of a heater-cooler system 3t caused a short circuit when the device was started following a procedure. There was no report of patient injury.

Event description:
See initial.

Manufacturer narrative:
The claimed devices was received for further evaluation. During the evaluation the reported issue could be confirmed and a degradation of the evaporator could be identified as root cause for the reported issue. This is a known issue and livanova deutschland initiated a corrective action for the reported issue.